Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted anterior leaflet for a mitraclip procedure. During the procedure, gripper of one mitraclip was unable to lower and raise while grasping the leaflets. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. During deployment sequence of second mitraclip, grasping and capturing of leaflets was difficult. Multiple grasping attempts lead to tearing of posterior leaflet. The mr was increased to grade 4+ post procedure. There was no clinically significant delay reported.